Event description:
It was reported that the user experienced a sensor pairing failure when attempting to connect an abbott freestyle libre 3 plus sensor to the ilet after it had already been paired to the abbott mobile application, consistent with a sensor-in-use-by-another-device scenario, and the user received education that the libre 3 plus can only be paired once and a new sensor was required before successfully pairing to the ilet. Symptoms included hyperglycemia with a reported blood glucose of 421 mg/dl, with the user reporting feeling well and trending downward after successful pairing. Outcomes included no alerts or alarms from the ilet and no hospitalization. Investigation included remote troubleshooting, supply change guidance prior to pairing, confirmation of sensor warmup on the ilet, follow-up to verify successful pairing, and verification of glucose trend and fingerstick comparison. Investigation of this case revealed that the initial failure to pair was due to the sensor being previously connected to another device, after which pairing to the ilet succeeded and glucose values began to decline, indicating appropriate pump function. It was concluded, based on previously established findings for similar reports, that the cause was user pairing to an incompatible prior device session leading to a one-time sensor lockout, resolved by using a sensor not previously paired.